Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display was noted. No moisture damage was found on the keypad traces, electronic assembly or on the motor. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a low battery and when she replaced the battery, she received a battery out limit alarm on the insulin pump. Customer's blood glucose level was 133 mg/dl. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this was normal pump behavior. Customer stated there was a blank display and that the pump was exposed to water when it was dropped in the toilet. Customer was advised to discontinue use of the pump. Insulin pump will need to be replaced. No add'l info provided.